Event description:
During veification testing at the manufacturing facility, unrestricted flow was noted when the door was opened.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.